Manufacturer narrative:
Part not yet returned; part replacement shipped on (B)(4) 2011.

Event description:
A nurse reported intermittent tracking with the fusion while performing an ent procedure. She said they were unable to get anything near the "right side of the pt's face." When asked, where they had placed the field generator, she said she had it nearly on the left side of the pt's face. No impact on the pt outcome was reported.